Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information received from manufacture representative (via the physician) regarding a patient receiving hydromorphone (1mg/ml at 0.25mg/day) and bupivacaine (20mg/ml at 5 mg/day) via implantable infusion pump. Indication for use was noted as non-malignant pain. A flipped pump was confirmed. The healthcare provider (hcp) reported that the patient "plays" with their pump and flips it around. The patient had been moving the pump around for some time but did not know when it was first noticed that the patient was able to flip the pump themselves. No interventions had been completed. No symptoms were associated with the event. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The relevant components include: product ID 8784 serial# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep was at a case today to do a pocket revision due to pump flipping for "2 years" or so. The pump was in the back. Today they removed 29.8 cm from existing catheter 40.9 cm original catheter = 11.1 and then added a catheter revision kit, 73.7 cm. The rep stated new length was 84.8 and tech confirms volume of prime as 0.186 as they were able to aspirate and clear the entirety of the catheter. The pump was not replaced. The rep stated that the collet in on the connector broke so he planned to send that piece back to the manufacturer if they saved it. No symptoms were reported. The collet of the revision kit broke on (B)(6)2018.